Manufacturer narrative:
The follow up MDR is being submitted to relay corrected information. The corrections does not change any previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue

Manufacturer narrative:
(B)(4). Concomitant medical products: 113628, 456550, comp primary stem 8mm mini; 010000589, 629450, comp rvrs 25mm bsplt ha+adptr; 180551, 337990, comp lk scr 3.5hex 4.75x20 st; 180553, 408800, comp lk scr 3.5hex 4.75x30 st; 180550, 312830, comp lk scr 3.5hex 4.75x15 st; 115370, 577900, comp rvs tray co 44mm; ep-115393, 618320, e1 44-36 std hmrl brng; 115380, 475540, comp rvs cntrl scr 6.5x20mm st; 115382, 310480, comp rvs cntrl scr 6.5x30mm st. The complaint cannot be confirmed as the medical records were not provided. Review of device history records found these units were released to distribution with no deviations or anomalies. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04713; 0001825034 - 2018 - 04718 ; 0001825034 - 2018 - 04723.

Event description:
It was reported that the patient underwent a revision due to unknown reasons within one month post primary surgery. No additional information is available.